Event description:
It was reported that the saved images on the 9900 system were dark. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brightness settings were adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.